Event description:
It was reported that the customer received a new insulin pump. However, the insulin pump could not be rewound and the prime fill menu could not be completed. His/her blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.